Manufacturer narrative:
The patient felt pain after completing a glargine insulin injection at home. The needle cannula was found bent and blunt. Review of manufacturing showed no abnormalities or deviations from the validated manufacturing process for the main batch. In-process angle control for the needle tip is 100% completed. No device problem could be found.

Event description:
The patient felt pain after completing a glargine insulin injection at home. The needle cannula was found bent and blunt.